Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead repeatedly dislodged due to severe tricuspid valve regurgitation. The physician attempted to reposition the lead, but the helix would not extend after being extended and retracted multiple times. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.